Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as customer discarded the drill bit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the dissecting tool breakage. It was reported that there was no patient impact. It was also reported that the piece were unable to remove it, small piece of drill bit is visible on x-ray(in the patient's left forearm), on follow up, it was confirmed with the health care professional that there was no delay in procedure, a posterior cervical fusion was being performed, tip of the drill bit was broken off during decompression, patient had no adverse reactions, no fragment left in the patient, no record of patient or staff impacted,no additional actions taken.

Manufacturer narrative:
Since this is a duplicate report. This report is sent in reg report#1625507-2025-02117 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.